Event description:
A surgeon reported a patient experienced an unexpected postoperative refraction following an intraocular lens (iol) implant surgery. The surgeon reported the patient had more cylinder than was expected. The surgeon also reported the patient was offered a refractive laser treatment; however, the patient declined. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There has been an additional complaint reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).